Event description:
Reported due to hematoma, infection and surgical intervention resulting in amputation. The physician attempted an arteriotomy closure with a perclose a-t (closer ak) device following an interventional procedure. The pt reportedly presented with a "skin fungus, and was obese with poor hygiene." The procedure lasted one and a half hours. The procedure was performed via the right and left femoral arteries. Fluoroscopy was done prior to the procedure and the vessel condition was "good" on both sides. The right common femoral artery was closed without any difficulties; hemostasis was achieved. Difficulty was experienced upon insertion of the second device on the left side. Reportedly "the pt was so fat he had to push the device down." Mark was achieved; the device was deployed and removed without difficulties. Bleeding was observed at the arteriotomy site and manual compression was held for "two to three minutes until the bleeding stopped." The pt remained in the hosp and at a later date developed a hematoma on the left arteriotomy site; size unk. Reportedly three weeks later, while still in the hosp, an infection was noted on the left site; diagnosis and treatment remain unk. "The infection destroyed the artery on the left side and was subsequently grafted. "The graft reportedly became infected and the limb was eventually amputated. Although requested, additional pt info is not available.